Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) reported that drawer 2.2, cubie b4 did not release as expected. The fse reseated the row board cable connections to the cubie trays and tested different cubies in the affected location, but the issue persisted. The cubies had to be manually released from that location. The fse then replaced the cubie tray, after which the drawer and cubies tested good in diagnostics and in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed storage space error occurred, and main drawer 2.2, pocket b would not open and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.